Manufacturer narrative:
Zimmerbiomet complaint number: (B)(4). Product has been received by zimmer biomet and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the implant for tooth site #20 was dropped to the floor while transferring it to the patient.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. One (1) imp,tsv,4.1,10,mtx,mg (tsvt4b10) was returned for investigation. Visual evaluation of the as returned product identified signs of use. Based on the evaluation, a device malfunction has not occurred. Additionally, there is no existing nonconformance/CAPA/hhe/d/ie/product holds against the reported devices that could cause or contribute to the reported event. Monthly post market trending review identified no actionable trends or corrective actions for the reported event or device. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. Therefore, based on the available information, the product was within specifications and conforming when it left zimvie. DHR review was completed for the subject lot number 1247402. It was confirmed that all operations and inspections were executed as per applicable procedure. No deviations or non-conformances, which could have caused or contributed to the reported event was noted as part of the DHR. Lot was inspected and passed all acceptance criteria by qa. Complaint history review was performed for the reported lot number 1247402 for similar events and no other complaint was identified. Functional testing was performed using in-house transfer mating device. The devices were able to engage, retain and disengage as intended. The complaint is related to the functional performance of the device. A definitive root cause could not be determined. However, based on the investigation, risk review and IFU, the most likely cause determined from the investigation is missing or confusing instructions for use or inadequate treatment planning. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the product was nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
No additional event information was received at the time of this report.